Event description:
A doctor alleged that the maxcem elite clear had set up too quickly during procedures on two (2) patients. This is the second of two (2) reports.

Manufacturer narrative:
The patient had experienced a crown which had not been fully seated; therefore, the doctor cut the crown off. The patient returned to the office at a later date and a new crown was placed using a different product, without further incident. To date, the patient is doing fine. The product was not returned; therefore, a physical evaluation was performed on a retain sample, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.